Event description:
Customer reportedly obtained results of 321 mg/dl and 120 mg/dl on the same device within 10 minutes. No action was taken based on device results. Customer also reportedly obtained a result of hi on the device while the hospital device read 98mg/dl within 10 minutes. No treatment received. No adverse event reported for either comparison. No quality controls were used. Requested return of suspect device and replacement was sent.